Event description:
Voluntary medwatch received states the left ventricular lead had dislodged. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5163164.